Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller reports loose multiclix lancets found in the box. No adverse event reported. Requested return of suspect device however drums have been discarded; replacement was sent.